Event description:
Related manufacturer reference number: 2017865-2024-37201. It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead was unable to be fixed at the left ventricular wall and consequently was unable to retract it's helix due to a helix mechanism issue. The physician chose another lv lead which had exhibited a similar problem despite multiple attempts. Both the lv leads was removed and replaced successfully on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix was partially extended and clogged blood/tissue for analysis. X-ray examination of the lead found the inner coil was over torqued in the connector region which is consistent with procedural damage. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin with the measured full helix extension length within the product specification. Electrical testing found no conductor fractures or internal shorts except for procedural damage. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued inner coil.